Event description:
The customer reported that the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.